Event description:
It was reported that during a subtotal gastrectomy procedure, the proximal part of the staples were malformed. Some staples were like m shapes. The surgeon had to reinforce unstapled site with sutures. The surgery was prolonged 20 minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.